Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative plate breakage is unknown. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a broken rib plate. The original procedure, a fracture at rib 6, was performed on an unknown date. Subsequently it was discovered that the plate had broken. There is no information regarding trauma or other reason for the plate breakage. It was noted that the patient is morbidly obese. Removed hardware included: one plate (broken, easily removed) and eight 2.9mm titanium locking screws -all intact. The patient was revised to a new plate and screws. Nothing untoward occurred during the procedure. No surgical delays, no fragments involved, no additional x-rays or additional medical intervention required. Routine intraoperative x-rays were taken. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 2.9mm titanium locking screws (part #: unknown, lot #: unknown, quantity 8). This report is for one (1) ti matrixrib pre-contoured pl 17 holes for left ribs 6 & 7. This is report 1 of 1 for complaint (B)(4).